Event description:
Device was implanted in 2010, patient has around 60% a pacing and 0% v pacing. In (B)(6) 2015 device said 9 years estimated longevity, in (B)(6) of 2015 device said 1 year 5 mo. Estimated. Now the device, per home monitoring, is in eri as of (B)(6) 2016. Upon interrogation, a messaged appeared regarding a battery error had been detected. A device reset was performed and the device is no longer in eri. It states 2 months remaining, however the "battery error detected" message showed up again. Patient does use a back brace for posture that contains a "fairly strong" magnet around 10 inches from the device. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.